Manufacturer narrative:
The patient's ethnicity/race was reported as hispanic by the healthcare professional. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 50-year-old male patient underwent implant placement on tooth number 14 on (B)(6) 2025. Per the report the implant failed to osseointegrate at the second stage surgery and the implant was removed on (B)(6) 2025. Per the report no permanent injury or additional procedures were required and no fractured components or fit issues were encountered. The implant was replaced on (B)(6) 2025 with an identical implant measuring 5 x 8. The patient's bone quality was reported as type iii with good oral hygiene. Event was reported to the dental office located in (B)(6).